Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. The blood glucose reading was 650mg/dl. The mother stated that she does not recall when the last infusion set change took place. It was stated that the customer was feeling ill and vomiting. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.